Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:22:19. During night drain cycle 12, the patient's ultrafiltration reading was 1377ml, indicating the home patient drained 1107ml more than their maximum programmed fill volume of 1800ml. No additional information is available.